Event description:
It was reported that the hv lead impedances involving the svc coil electrode have steadily increased since implant. It is unknown if the cause is related to the lead or to a connection issue. Dft testing was succesfully completed with the svc coil programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.